Event description:
During the transfemoral tavr procedure the sapien xt valve embolized into the ventricle. Initially balloon aortic valvuloplasty (bav) was performed with a non-edwards balloon. This was followed up with a 26mm sapien xt valve which was placed in position (60:40 aortic:ventricular) and then deployed with rapid pacing. The valve landed 20/80 a/v, was too low on the left coronary cusp (lcc) and embolized into the ventricle. The patient remained stable and the team decided to open the patient's chest to remove the valve and implant a surgical valve. The native annular area by CT was reported as 452mm², with mild annular calcification and moderate leaflet calcification. The image intensifier angle and coaxial alignment of the delivery system and valve were reported as fair. It was reported that the root cause of the malposition was the operator pushed the valve ventricular when he intended to pull the valve more aortic, and it landed 20:80 in the annulus.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, as reported, the operator unintentionally pushed the valve too ventricular during deployment when he intended it to be pulled more aortic. Additionally, the patient¿s mild annular calcification, along with a fair image intensifier angle and fair coaxial alignment of the delivery system and valve prior to deployment may also have contributed to the ventricular malposition of the valve and subsequent embolization into the ventricle. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.